Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that some time post a port placement, a crack was allegedly found on the catheter. It was further reported that the patient allegedly experienced pain after administering the medicine. Furthermore, there is no information provided regarding additional medical intervention or medication prescribed to treat pain. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the catheter were noted to be jagged and the surface was noted to be granular in both regions. Upon infusion, a leak from the partial circumferential break was observed. Therefore, the investigation is confirmed for the reported fracture and the identified naturally worn and deformation issues. The definitive root cause could not be determined could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post a port placement, a crack was allegedly found on the catheter. It was further reported that the patient allegedly experienced pain after administering the medicine. Furthermore, there is no information provided regarding additional medical intervention or medication prescribed to treat pain. There was no reported patient injury.